Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was repositioned to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the site of the scs ipg. Surgical intervention may take place at later date to address the issue.